Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the patient that the patient has had "shocking sensations" in the arm. It was also noted that the patient is in a clinical study. Follow-up was conducted to obtain information on the patient and whether the event was device or lead related, but the attempts were unsuccessful. Records indicate the device and leads remain in use. No further patient complications have been reported as a result of this event.